Event description:
It was reported that a cartridge change error occurred. The customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer addressed bg by changing the infusion set and administrating a correction bolus via pump. The customer reloaded the cartridge to resolve the issue.